Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving no medication via an implantable infusion pump. It was reported that the patient had lost weight and it was causing pain at the implant site. The patient was going to be referred for a pump explant. They were currently not receiving any therapy via the pump. The issue was not considered resolved. The patient's status at the time of the report was alive - no injury. No further complications were reported.